Manufacturer narrative:
An event regarding a fractured stem involving an exeter stem was reported. The event was confirmed. Method & results: -device evaluation and results: the exeter stem fractured in fatigue with the approximate origin on the lateral side of the stem. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were observed on the part features examined. -medical records received and evaluation: a review concluded ¿cyclic loading at the junction of the proximal loose and well-fixed distal stem segments resulted in the inevitable fracture. There is no evidence that manufacturing or materials defects were responsible for this stem fracture.¿ -device history review: the reported device was manufactured and accepted into final stock with no discrepancies. -complaint history review: there have been no other events for the reported lot ID. Conclusions: a material analysis concluded the stem fractured in fatigue. No material or manufacturing defects were observed on the parts examined. Additionally, a medical review concluded that cyclic loading at the junction of a proximally loose and distally well fixed stem led to an inevitable fracture. There is no evidence to suggest the event is device related.

Event description:
It is reported by surgeon of the hospital, that the patient have had a hetp implantation (B)(6) 2009. After he fell down on his right side he came in with pain (B)(6) 2014. No fracture was visible on x-ray (B)(6) 2014. After sustained pain, which emanated into the thigh, they made another x-ray to control (B)(6) 2014. This time a fracture was visible. The exceter v40 stem was broken. The patient needed to undergo a revision surgery (B)(6) 2014.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It is reported by surgeon of the hospital, that the patient have had a hetp implantation (B)(6) 2009. After he fell down on his right side he came in with pain (B)(6) 2014. No fracture was visible on x-ray (B)(6) 2014. After sustained pain, which emanated into the thigh, they made another x-ray to control (B)(6) 2014. This time a fracture was visible. The exceter v40 stem was broken. The patient needed to undergo a revision surgery (B)(6) 2014.